Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 380 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization as per health care provider was heart attack, bypass failure. Customer was wearing the pump at the time of hospitalization. The customer's wife stated that the heart attack caused her blood glucose to fluctuate.